Manufacturer narrative:
The customer reported problem was confirmed. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8100 error 13-1064-1227. Technical support-1. Set up firmware flash package 2. Connect pcu 8015 to system maintenance program alone 3. Run the task flash pump 4. Follow system maintenance program flash steps recommended (B)(4) to re-flash poc software on the pump. (B)(4) will flash software. If flashing software does not resolve the problem, (B)(4) will replace logic board. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/02/2015 to the present date 11/25/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported error 13-1064-1227 on the device. No patient involvement.